Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received from an in-home device user stating that their infusion site became infected during use. The patient's blood glucose levels reportedly became raised in response to the infection. The patient's highest blood glucose level was 585 mg/dl; in response, the patient provided himself with a "pen injection." The patient reportedly did not face life threatening ketone levels. In response to the infection, the patient was treated with antibiotics. No permanent injury reported.